Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No accidental needle stick occurred. No death or serious injury reported. Product has been discarded and is not available for evaluation.